Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding patient receiving 20 mcg/ml of sufentanil at 4.4 mcg/day via an implantable pump for non-malignant pain. It was reported that a motor stall was seen upon interrogation and the patient had recently had a magnetic resonance imaging procedure (MRI). The patient had an MRI at the end of october and never had the pump checked after the MRI. The patient was refilled one week earlier (relative to the date of report, (B)(6) 2018), and the patient reported they had been in a lot of pain and reported they had not been feeling well. The patient also reported they went to the hospital thinking they were having a heart attack, however, the hcp indicated the patient was not having a heart attack. The hcp stated when they interrogated the pump at the refill one week earlier the motor stall had not recovered in the logs, but then the device logged a recovery. There was no volume discrepancy at the refill, nor had the patient heard an alarm. Technical services discussed telemetry state motor stalls. A 10% dose increase was given at the refill. On the date of the report ((B)(6) 2018) the patient contacted the hcp and reported the pain was not any better. The pump was accessed (B)(6) 2018 and the hcp aspirated the exact amount of medication that should be in the pump. It was reviewed the pump appeared to be working as expected. It was reported the patient's pain had started suddenly, about six weeks earlier, in (B)(6) 2018. No further complications were reported or anticipated.